Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that patient hasn't active for quite some time because the device didn't seem to work for them. Patient said they think their device seems to be moving. Patient stated the device that was in their body used to be up higher than what it is now it's like going downward so little at times. The patient was redirected to their healthcare provider to further address the issue.